Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, while prepping for an in vitro fertilization (ivf) procedure, prior to using the pivet guide embryo transfer set, the user found, under a microscope, that there were unknown foreign filaments at the inner catheter orifice. Another same type of transfer catheter was used to finish the procedure successfully. No patient involvement.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation included a review of complaint history, the device history record, and quality control data. One device was returned for investigation. A visual examination noted foreign matter inside the catheter. The device history lot record was reviewed and noted two non-conformances associated with the reported failure of foreign matter loose. The appropriate product and quality managers have been alerted. A search of complaint records found this is one of two complaints for the same issue associated with the complaint device lot number 8196053. The cause for this failure event is due to a manufacturing/packaging error. This issue has been brought to the attention of the product manager and quality manager¿s attention. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported, while prepping for an in vitro fertilization (ivf) procedure, prior to using the pivet guide embryo transfer set, the user found, under a microscope, that there were unknown foreign filaments at the inner catheter orifice. Another same type of transfer catheter was used to finish the procedure successfully. No patient involvement.